Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 2nd december 2023 getinge became aware of an issue with one of our surgical lights ¿ hled 700. As it was stated and confirmed with the photographic evidence, ambient light module was found to be detached and hanging on the cables during daily inspection. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. The correction of h4 manufacture date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 03/10/2012. Corrected h4 manufacture date: 10/03/2012. The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. Getinge became aware of an issue with one of our surgical lights ¿ hled 700. As it was stated and confirmed with the photographic evidence, ambient light module was found to be detached and hanging on the cables during daily inspection. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during daily check. Root cause analysis was performed by subject matter expert at manufacturer¿s. As stated maquet sas has mentioned several recommendations & warnings regarding cleaning in the user manual. To prevent similar incident maquet sas recommend to respect the cleaning protocol avoiding: -direct spraying of chemicals products on the endo light module, -prolonged exposure to detergents and disinfectants solutions, -high concetrations, -exposure to heat during the cleaning procedure, -prohibited products. Maquet sas recommends to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. Maquet sas undertook the CAPA 2011-01 & the design change request e0912217 to improve the compatibility with aggressive cleaning agents, this kit is available under reference (B)(4) / pwd/hld700 silicone ambient light kit. The nit 220 and the fsn msa/2014/002/iu, informing about a potential defect of ambient light module fastening, have been sent on march 2014. It is requested to inspect the surgical lights potentially affected. If the ambient light module fastening is detected as defective it should be replaced using new silicon module (B)(4). Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.